Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical artificial disc replacement at c6-c7 due to radiculopathy, intervertebral disc herniation. Post-op, the implant sank/migrated (observed during 3 months follow-up) towards the cranial side. The patient was treated with soft collar. No patient complications were reported as a result of this event.